Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of leaky capacitors. This resulted in the observed premature battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker had an anomaly. It was noted that the device average power consumption had been increasing. There were several premature atrial contraction (pac's) noted but not a lot of atrial fibrillation. Additional information indicated that this pacemaker exhibited premature battery depletion. This pacemaker was explanted. No additional adverse patient effects were reported.